Event description:
Hip components were revised and returned to manufacturer with no details of incident.

Manufacturer narrative:
Engineering evaluation of the returned liner femoral head identified scratches on the outer diameter and inside the taper, no visible cracks or fractures. A visual examination did not indicate a quality, design or manufacturing issue.